Event description:
It was reported to boston scientific corporation in 2009, that a one step button initial placement gastrostomy kit was used during a procedure. According to the complainant, the device became separated 10cm from the distal end of the sheath. The detached part was successfully removed with a snare without any problem. The hole in the stomach was closed with three clips (device unknown). The procedure was completed with another one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.